Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed the that the catheter had broke in half. The catheter was found to be stretched at the breaking point, which is consistent with excessive force being applied to the catheter upon catheter withdrawal. The catheter shaft was inspected for kinks and dents and none were found. Based on the investigation results and available information, the root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during the procedure, such as the physician meeting resistance during withdrawal of the device, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that a extractor pro retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure when the physician was attempting to withdraw an impacted stone the catheter broke completely leaving the remainder of the catheter in the scope and the wire still inside it. There is no information available regarding how the catheter was retrieved. It is unknown if there were any patient complications or how the procedure was completed. As information regarding attempted device retrieval is unknown, this event is being considered a potential adverse event as a it is likely intervention was required to remove the detached piece of the catheter . Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a extractor pro retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure when the physician was attempting to withdraw an impacted stone the catheter broke completely leaving the remainder of the catheter in the scope and the wire still inside it. There is no information available regarding how the catheter was retrieved. It is unknown if there were any patient complications or how the procedure was completed. As information regarding attempted device retrieval is unknown, this event is being considered a potential adverse event as a it is likely intervention was required to remove the detached piece of the catheter . Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.